Event description:
The pt underwent an interventional procedure. The physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device. The device was inserted without difficulty and successfully deployed. The lever was lower to park the foot, however the device could not be removed. The lever was extended and lowered several times, however the device remained caught in place. The perclose representative was contacted. The physician felt that the foot was not responding to the lever and asked if there was any way to retract the foot manually. The perclose representative instructed the physician to remove the top of the device and visualize the acuator wire and then try to manipulate the actuator wire manually. The physician said that the actuator wire could be seen to be moving freely under fluoroscopy but the device could not be moved at all. It was then determined to take the pt to surgery for surgical removal of device. The surgeon noted slight damage to the artery which he attributed to device manipulations while trying to free it from site. A patch was placed on the artery for secure closure. The pt recovered with no further incident.